Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior tibial artery (pta). After a 4.5fr non bsc sheath was engaged, two non bsc guidewires crossed the lesion with a non bsc guide support catheter. A 2mmx40mmx145cm coyote¿ es balloon catheter was then advanced for dilatation. However, on the first inflation at four atmospheres for two seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.